Manufacturer narrative:
(B)(6). Manufacture date: may 14, 2016 ¿ may 16, 2016. One actual folfusor unit was received at the for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The unit was returned to the plant containing approximately 88ml of fluid in the bladder. Visual inspection on the unit via the naked eye showed no evidence of fluid coming out at the distal luer when the luer cap was removed. The reported issue was verified. Microscopic inspection on the flow restrictor showed the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor filled with 5fu and diluted with 38 ml of nacl did not infuse. The fill volume was 93 ml and the infusion time was 168 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.